Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. Pump passed functional test including prime/compromised force sensor system, displacement, basic occlusion, occlusion and excessive no delivery alarm test. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported the customer was hospitalized. Customer stated that she was driving, had car accident and had low blood glucose of 30 mg/dl. Customer stated that she had arm injection prior to the accident. Customer stated the insulin pump had a crack around the reservoir compartment. Troubleshooting was done. Customer also mentioned that she was also hospitalized last (B)(6) due to urinary tract infection. Customer's blood glucose was over 600 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further info provided.